Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician completed the incision at the peg site and advanced the trocar catheter through the incision and into the stomach. The physician then passed the tip of the guidewire through the catheter and into the stomach. However, at this time, it was noticed that the coating on the guidewire was peeling. The account reported that the coating was unraveling from the guidewire at the tip. No pieces of the guidewire detached inside of the patient. The entire guidewire was removed from the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician completed the incision at the peg site and advanced the trocar catheter through the incision and into the stomach. The physician then passed the tip of the guidewire through the catheter and into the stomach. However, at this time, it was noticed that the coating on the guidewire was peeling. The account reported that the coating was unraveling from the guidewire at the tip. No pieces of the guidewire detached inside of the patient. The entire guidewire was removed from the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the outer coil had been stretched, unraveled and broken the core wire was found to be bent and broken. The distal end of the core and coil wires including the ball tip were found inside the thermoformed tubing of the peg device. Both wires were found to be broken approximately 2 centimeters from the distal end of the ball tip. A kink was found in the guidewire (both wires) at 1.5 centimeters from the distal end of the ball tip. The returned unit was consistent with the complaint incident that the guidewire had unraveled. During the evaluation, the guidewire was found to be damaged in multiple ways. It appears that during use the guidewire became damaged due to interaction with the peg device and how it was being placed. The guidewire became kinked inside the peg tube in some manner causing the coil and core wires to break. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 13025134 and revealed no related issues to this complaint. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).